Manufacturer narrative:
The vyaire field service representative (fsr) went on-site to evaluate the suspect device. Upon arrival the fsr reported the ventilator was on pressure control mode. The fsr was able to duplicate the reported event with the rate at 24, peak pressure alarm low 55, would cause the unit to have high peak inspiratory pressure alarms and auto-cycling. The fsr placed the unit on a/c mode and reported the volumes are within specifications. The fsr performed the leak test, and replaced the flow sensor assembly. The fsr reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device is auto-cycling, respiratory rate, and pressure issues. The issue occurred during patient-use; the customer reported the ventilator was changed out. The customer reported there is no patient consequence associated with the event.